Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was submitted for evaluation. The image appeared to show a transseptal needle and skived material exiting the dilator distal tip. Visual inspection was based solely upon a review of the photographs required. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation ablation procedure, during insertion of the needle into the sheath, difficulty in progression was noted. Skiving was noted when a non abbott needle was pushed inside the dilator. The sheath was replaced to continue the procedure with no patient consequences.